Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 200 mg/dl. The customer stated that the numbers kept scrolling when she tried to put in her food grams. The customer stated that their is no significant events leading to the alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.